Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated he received a message that said a button was held for 3 minutes or more. Customer's blood glucose level was 139 mg/dl. Customer stated that the pump was exposed to sweat and that sometimes he will put the pump in a ziploc bag to avoid direct moisture exposure. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act and down buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.